Manufacturer narrative:
(B)(4). G2: foreign- canada. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product/provided pictures identified that the end of the plunger is fractured and missing from both devices. The collet feature is damaged. Both devices show wear & tear that indicates repeated use. Optical images of the device fracture surface exhibited river lines and hinge artifacts suggesting that the device possibly fractured due to bending overload mode of failure. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the glenoid handles do not hold the drill guide properly. No adverse event has been reported as a result of the malfunction.